Event description:
The laser system failed to produce energy during a procedure. Use of laser was discontinued and the procedure was completed using an alternative method. We are unaware about pt injury.

Manufacturer narrative:
We are waiting to received more info from the distributor.